Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. During troubleshooting, customer was able to escape and set time and date and it was found that insulin pump did not exit the rewind complete bolus delivery loop and complete fill tubing successfully. Customer's blood glucose was 500 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.